Manufacturer narrative:
H.6. Investigation: one used primary set, model 2426-0500, was received by the customer for investigation. Upon visual inspection, it could be observed that the tubing was disconnected from the drip chamber. No other defects were observed. The customer's complaint that tubing separated under drip chamber was verified. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been applied to the tubing during the assembly process. See h.10.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: unknown tubing separated under drip chamber

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth was provided date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). Device manufacture date: unknown. Investigation summary: one used primary set, model 2426-0500, was received by the customer for investigation. Upon visual inspection, it could be observed that the tubing was disconnected from the drip chamber. No other defects were observed. The customer's complaint that tubing separated under drip chamber was verified. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been applied to the tubing during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: upon visual inspection, it could be observed that the tubing was disconnected from the drip chamber. No other defects were observed. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been applied to the tubing during the assembly process. Dimensional measurement confirmed the tubing to be within specification. (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no.: 2426-0500, batch no.: unknown. Tubing separated under drip chamber